Manufacturer narrative:
Device evaluated by MFR.: the balloon was deflated, as-received. There was contrast in the balloon and inflation lumen. An inflation device filled with water was used to pressurize the balloon to nominal pressure. The balloon body length met specification. The distance from the balloon body/cone transitions to the outside edge of the markerbands were measured. The distal marker to distal balloon alignment met specification. The proximal marker to proximal balloon alignment met specification. The markerband to balloon alignment met the requirements per product specifications. There was no evidence of any balloon non-conformances. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as this there is no evidence that the product did not meet specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that during an angioplasty procedure the balloon was out of specification. The physician advanced a 2.5x15mm emerge balloon catheter to the target lesion. Upon the first inflation at 14atms, the balloon was then noted to be much longer than the markers. Upon removal of the device the balloon was measured to be 21mm upon inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an angioplasty procedure the balloon was out of specification. The physician advanced a 2.5x15mm emerge balloon catheter to the target lesion. Upon the first inflation at 14atms, the balloon was then noted to be much longer than the markers. Upon removal of the device the balloon was measured to be 21mm upon inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).